Event description:
The lay user/patient contacted lifescan alleging the meter displays an error 1 message when a strip is inserted or a button is pressed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Event description:
Same case as MFR#: 2134265-2010-04126. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The 182cm choice floppy guide wire was placed in the lesion and a 2.5mm maverick balloon catheter was advanced for dilatation. While exchanging the 2.5mm maverick balloon catheter for a different size maverick, the second maverick became stuck on the guide wire. The physician pulled on the guide wire and it detached, leaving a portion of the guide wire in the lumen of the balloon catheter. The maverick balloon catheter and the remaining portion of the choice floppy guide wire were removed together as a unit. The procedure was completed with different devices. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/01/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. A secondary issue was also noted as battery leakage. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.